Manufacturer narrative:
Medical device: model number: 72404155, lot number: 1000324756, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to an infection. The patient was having swelling and pain in the scrotum. The doctor made an incision and observed puss. All components were removed. No new device was implanted.